Event description:
It is reported that a customer called to complain that their insulin pump does not communicate with the glucose monitoring system. The patient's blood glucose level was at 103 mg/dl. The customer complained about an alarm they received as well. The customer was assisted with trouble shooting and preformed a self test which the pump did not pass. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit alarmed failed battery test after battery insertion due to faulty battery tube. Unable to test the operating currents, low battery alarm, off no power alarm, a64 alarm or rf communication anomaly due to failed battery test alarm. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.(B)(4)